Event description:
The customer tested her blood glucose and received a reading of 95 mg/dl using her contour meter. She retested using a friend's meter and received a reading of 250 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval. Replacement strips and a new meter were sent to the customer.